Event description:
It was reported that the patient did not have benefit from the vibrant soundbridge anymore. The patient was explanted of the device on (B)(6) 2012 for medical reasons. The explanted device has been disposed of and therefore will not be made available to the manufacturer for investigation.

Manufacturer narrative:
The device has been explanted and has been disposed of by the clinic. It will not be returned to the manufacturer for evaluation. When available, a failure analysis will be submitted as a follow up report.